Manufacturer narrative:
The radiographs and CT scans of this (B)(6) female have been received. The frontal and lateral radiographs ((B)(6) 2013) show a left mets distal femoral implant replacing approximately 1/3rd of the distal femur. The cemented tibial components appears to have been placed in the appropriate anatomic position; however, the femoral component in both views is showed to be at an abnormal angle. The device was implanted on the (B)(6) 2011 and at the time of the radiographs had been in situ 25 months. The initial appearance of the radiographs indicated aseptic loosening of the femoral intramedullary stem. With an implantation of only 25 months this would be considered unusual. A study of the intramedullary stem and associated cement mantle showed that the cement was thing and gave the appearance of being incomplete. Reviewing the CT scans ((B)(6) 2013) taken before the radiographs ((B)(6) 2013) it was evidence by determining the position of the intramedullary stem within the medullary canal that the implant was grossly loose within the canal and that there had been movement of the implant between the CT scanning and the taking of the radiographs. Reviewing each of the transverse CT scan images, bone cement was evident on the anterior and posterior aspect but was absent on the medial and lateral through much of the length of the intramedullary stem. The incomplete bone cement mantle would lead to premature loosening of the implant within the femoral shaft. The radiographic findings are consistent with premature loosening of the distal femoral replacement as a result of poor cementation technique.

Event description:
Loosening of intramedullary stem.

Manufacturer narrative:
The radiographs and CT scans of this (B)(6) male have been reviewed. The frontal and lateral radiographs show a right mets distal femoral implant replacing approximately l/3rd of the distal femur. The cemented tibial component appears to be secure; however, the femoral is component fractured. The device was implanted on (B)(6) 2011 and at the time of the radiographs had been in situ 20 months. The initial appearance of the radiographs indicated aseptic loosening of the femoral intramedullary stem. With an implantation of 20 months this would be considered unusual. A study of the intramedullary stem and associated cement mantle showed that the cement was thin and gave the appearance of being incomplete. The incomplete bone cement mantle would lead to premature loosening of the implant within the femoral shaft. This loosening has led to lateral forces on the femoral shaft and the resultant fracture. The patient underwent successful revision surgery resulting in the implantation of a new distal femur. This complaint is being closed, and is being tracked and trended. Device not returned to manufacturer.

Event description:
Femoral stem of a mets distal femur fractured.